Event description:
The MFR received info alleging a ventilator was alarming and displaying "svc recommended." There was no allegation of pt harm or injury by the customer.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, "svc required" codes were found in the ventilator's downloaded error log. These logged svc required codes indicate the device would not to operate on its internal battery. The device's internal battery and power mgmt board were replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed, for the "svc required" condition.